Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the pump's usb port was loose resulting in difficulties charging the pump. There was no adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy